Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) pacing impedance measurement decreased from 707 ohms to 431 ohms two weeks ago on this right ventricular (rv) lead. It was also noted a correspondence increase in rv threshold from 1.2v (volts) to 2.9v. The presenting electrogram (egm) shows appropriate function with the ventricular pacing and the last measured threshold at 2.4v. The device and lead remain in service. No adverse patient effects were reported. Additional information was received that the patient had their six-month follow up and the device was interrogated, and basic lead tests were performed. The shock impedance measurement was 101 ohms, increasing from 80 ohms last november. The shock impedance trend shows the shock impedance to be gradually increasing over the last year, all within range. The ventricular threshold has also increased to 2.5v at 0.4ms, from 1.3v at 0.4ms last november. The patient has at home monitoring and the physician advised the patient will be followed up in-clinic in three months for an in-person device check. The device and lead remain in service and there were no adverse patient effects reported. Subsequently, additional information was received indicating that the system exhibited high out- of-range shock lead impedance (sli) measuring above 125 ohms. The shock impedance alert limit was updated to 150 ohms. Technical services (ts) recommended to continue monitoring and advised considering lead revision if sli goes above 150 ohms. The device and lead remain in service and there were no adverse patient effects reported.